Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose level rose to 20 mmol/l (360 mg/dl) and elevated ketone levels of 4.6 mmol/lwhile wearing the pod on the abdomen between 49 and 71 hours. The patient reported waking during the night feeling unwell and believed the pod had stopped working after the controller displayed a message indicating that no sensor values were available. The patient stated that an intermittent connection issue between the sensor and controller may have contributed to the event. Symptoms reported include elevated blood glucose level, nausea, vomiting (reported twice), thirst, and feeling overwhelmed/irritated. Medical attention was sought at (B)(6) hospital, where the patient received intravenous fluids. No specific diagnosis was provided by the treating physician. The patient remained wearing the pod during medical assessment. The patient was discharged the same day, (B)(6) 2026.